Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 600 mg/dl. The customer was experiencing unexplained high glucose for one day. It was stated that the customer was still in the hospital and was giving morphine due to her chest pain along with other health issues. Troubleshooting was performed. Reviewed the alarm history and found a low reservoir and no delivery alarms. The programming, time, and date were correct. The customer stated that when the infusion set was removed in the hospital, it appeared that of the introducer needle had broken off and was inside the cannula. The customer stated that all the cannula was removed from her body. The customer was uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.